Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an inaccurate low control issue with her one touch ultra meter. The medical surveillance specialist (mss) spoke with the patient on (B)(4) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 8 am. She obtained a control solution test result of '85 mg/dl' on the subject meter, failing below the test strips manufacturer's printed range of '108-144 mg/dl'. The patient stated that 'earlier in the day' she had tested her blood glucose and obtained a result of '201 mg/dl' on the subject meter, treated with 2u of insulin and 3 hours later tested again and obtained the same '201 mg/dl' result. She reported to this mss, that's when she was suspicious of her meter's accuracy and tested it with the control solution where it failed low. She stated that she manages her diabetes with insulin (self adjuster) and due to the alleged issue denied making any changes to her usual treatment. The patient claimed '45 minutes' after administering the treatment and after the alleged issue started, she felt 'shaky and sweaty', which she associated to a hypoglycemic state. In response to her symptoms, she reportedly 'immediately' treated with a peanut butter and jelly sandwich and orange juice. She stated that she tested with the subject meter again (could not recall the time), and obtained results of '88 and 102 mg/dl'. The patient informed this mss because of the hypoglycemic episode she made an appointment w/ her doctor so he could test her blood glucose, at 5pm she obtained a glucose result of '92 mg/dl' on the doctor's meter. During the initial call with customer service, the agent noted that the patient had been using the correct unit of measure set in the meter, using correct unexpired strips and control solution and the proper testing technique. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k062195.